Manufacturer narrative:
The reported event that one patient had the recurrence of hallux valgus deformity could not be confirmed, since the device(s) were not returned for evaluation and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.   If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. H3 other text : device disposition unknown.

Event description:
A review of study report of retrospective data collection intended to collect safety and performance on subjects that have been previously implanted with the ¿biofoam wedge system' revealed that, ¿one patient had the recurrence of hallux valgus deformity ¿.